Event description:
Her one touch ultra meter would not power on. About 6 weeks ago on an unspecified date, the pt apparently had symptoms of having "blurred vision" and was "dizzy". The pt contacted emergency services and was taken to a hosp. The pt's blood glucose at the hosp registered over 500 mg/dl using an unidentified device. It was initially reported that the pt did not receive any medical treatment. However, the pt informed the mas that she was very ill during the hosp visit and was given insulin treatment via IV. She was hospitalized overnight. The pt was unable and unwilling to answer further questions. She did not know when the meter's power issue started, when the symptoms started, and if she tried using the meter when she had symptoms. The customer care advocate (cca) reported that the pt had the meter for 3 years but had never changed the meter's battery. After speaking to the cca, the pt replaced the meter's battery, but it did not resolve the power issue. The meter, tests strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt was unable to use the meter because of the power issue. She had symtpoms and was treated at the hosp for hyperglycemia.